Manufacturer narrative:
There was one additional occurrences of this cause of condition in this product lot. Please reference the following MDR for additional information: MDR 2245270-2015-00023. The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC found leaking, the leak appears to be where the catheter attaches to the white wings.